Event description:
Upon removal of the port-a-cath, it was noted that the end was only 7 cm long in length. Post procedure, a chest x-ray noted that the distal end of the port-a-cath was lying across the right atrium and right ventricle.